Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. The product coming back but not yet received.

Event description:
During a percutaneous transluminal coronary angioplasty (ptca), it was observed that the cannula of an outback deployed at the wrong place of the outback catheter. There were no negative consequences for the patient. The device was stored and prepared according to labeling instructions. There is no further information available. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: a report was received that the cannula of a 120cm outback elite ltd re-entry catheter deployed through the shaft of the catheter. The device was retrieved with no reported patient injury. The event involved a patient undergoing a percutaneous transluminal coronary angioplasty. The site reported that the device had been stored and prepared according to the instructions for use (IFU). When the physician attempted to deploy the cannula, it appears that it incorrectly deployed through the shaft of the catheter. Multiple attempts to obtain additional details regarding this event have been unsuccessful. The product was not returned for analysis despite multiple attempts to obtain it. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU cautions the users that excessive calcification at the site or re-entry may impair performance. The IFU further instructs users that if resistance is felt during cannula deployment, they are to not apply unnecessary forward push on the device since this may result in damage to the cannula tip and/or separation of the cannula tip. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, patient and procedural factors may have contributed to it. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.